Event description:
Loss of integration. No product will be returned as product was lost during delivery.

Event description:
Loss of integration. No product will be returned as product was lost during delivery.